Event description:
(B)(6) had a sensing and pacing problem. It was hard to extract and put new ICD leads. And doctor decided to use coll on old leads , and he put new non defib lead for sensing and pacing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).